Event description:
It was reported that when using the pyxis medstation es system fl-2pic, the cubie drawer 5 had malfunctioned, indicating that the drawer was not properly closed. The customer stated that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer failed. A field service engineer swapped the full-height cubie drawer latch to resolve the issue. A field service engineer checked the wiring of each board on the device. The system functioned as intended after the field service engineer troubleshooted the device.